Event description:
Midline believed to be power injectable. She saw the purple/lavender color top. The midline ruptured so the nurse discontinued/pulled the line that came out intact and in one piece.